Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray controller, the generator interface and the fluoro functions printed circuit boards as well as adjusted the 5vdc voltage circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system fluoroscopy switch would not function properly. No patient injury was reported.